Manufacturer narrative:
The customer did not provide a lot number for the test strips, so it was not possible to determine a manufacture date.

Event description:
The customer stated that he opened a new carton of test strips and found the cap open on the bottle of strips. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.